Manufacturer narrative:
The device lot number is unknown; therefore the manufacture date and expiration date are unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a radiofrequency (rf) ablation procedure, the patient experienced a femoral artery pseudoaneurysm. A surgical suture of pseudo aneurysm was performed and hospitalization was extended. Patient and procedure outcome were unknown at this time. No patient complications have been reported as a result of this event. The patient was part of the (B)(6) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient recovered and the procedure was completed with radiofrequency (rf) ablation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.